Event description:
It was reported to boston scientific corporation that a button replacement gastrostomy device was used during a replacement procedure, date is unknown. According to the complainant, post procedure on (B)(6) 2010, three months after button replacement, a leak was noticed at the connection part between the button and the feeding adapter. This device is currently in use. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Correction: the button replacement gastrostomy device has been replaced.

Manufacturer narrative:
A visual examination of the replacement button found no issues. A functional check was performed by opening and closing the button to verify adequate closure. A vacuum was pulled by inserting a 35ml syringe into the button shaft. Shaft collapsed indicating valve sealed properly. The inner diameter of the body and stem and found to be within specifications. The condition of the returned unit was not consistent with the complaint incident that the device connector leaked. The button was found to be within specifications. Since the feeding adaptor was not returned with the button, interface between the components could not be verified. Because the button was within specification, the customer complaint was not confirmed. Therefore, root cause could not confirmed.

Manufacturer narrative:
(B)(4): the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported to boston scientific corporation that a button replacement gastrostomy device was used during a replacement procedure, date is unknown. According to the complainant, post procedure on (B)(6), 2010, three months after button replacement, a leak was noticed at the connection part between the button and the feeding adapter. This device is currently in use. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.